Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site. The patient thought the ipg was causing pain in their legs and causing them to feel sick. The patient claimed the ipg kept turning on by itself and according to mw5157731, patient reported having extreme chest pain and seizures due to the issue. As a result, surgical intervention was undertaken to explant the entire system to address the issue.